Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer stated that the malfunction occurred when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 4 was hard to shut and failed. A field service engineer (fse) found all the doors were misaligned and hit the latch block below the holes for the hasps. The fse used a hammer and realigned all the door hinges along with the latch column and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.